Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The pump reportedly lost power without user intervention. The reporter attempted to power the pump on with a new battery with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on normally with functional auditory and vibratory features. A review of the black box shows an unconfirmed "replace battery" alarm at 07:52 on (B)(6) 2013. The unconfirmed alarm caused the battery to drain and the pump to lose power. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed a discolored/faded display screen. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.